Manufacturer narrative:
The insulin pump was received with a constant a35 alarm during rewind due to motor encoder out of phase. No motor error alarm noted. Unable to perform displacement test due to a35 alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and a motion sensor test failure alarm. Customer's blood glucose was 288 mg/dl. Customer reported of forgetting to remove insulin pump before receiving an MRI. Customer continued to receive a motion sensor test failure alarm and was not alble to complete displacement test due to not being able to complete rewind process. Customer was advised that insulin pump would need to be replaced.